Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the implantable cardioverter defibrillator exhibited high pacing impedance, loss of capture, and loss of sensing on all channels. The physician noted that the header connections felt loose. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.